Event description:
Event description this implantable cardioverter defibrillator (ICD) was returned to cpi for analysis after reaching normal elective replacement time (ert). There was no allegation received concerning this ICD. This aicd is on recall FDA# 462/464-2. The physician was notified 05/05/92. Note: the ICD was removed from service on october 10, 1993, and returned to cpi for analysis on january 27, 1997.